Event description:
It was reported that an asymptomatic patient presented in the or for device changeout due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.